Event description:
Booked hip stem revision, accolade removed and securfit stem inserted. Stem loose proximally. Another item was used instead and the surgery was completed as originally planned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.